Event description:
The customer reported 4 incidents of air in blood alarms followed by the pt's becoming symptomatic. Three incidents were on a phoenix machine (refer to this report, MDR 9616240-2007-00016, and MDR 9616240-2007-00017) and one on phoenix (refer to MDR 9616240-2007-00119). The pt was on treatment 15 minutes when the machine had alarmed multiple air in blood alarms. The staff cleared the alarms but the pt began to complain of shortness of breath and of being flushed. The treatment was stopped. The pt was placed on the left side. The oxygen was increased to 5 liters from the pre-incident setting of 2 liters, but the pt's oxygen saturation was measured as 95%. The pt was placed on a non-rebeather mask. The pt's symptoms resolved and the treatment was completed without incident. The pt was discharged home without problems.